Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection "3.3 inspection of the endoscope" and "3.8 inspection of the endoscopic system¿. [Inspection of the endoscope]. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Nozzle has foreign objects. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section-rubber has a chip. Paint on air water-cylinder is peeled. Paint on scope-cylinder is peeled. Switch 3 has a scratch. Switch 4 has a wear. Grip has a scratch. Objective lens has a scratch. Adhesives around objective lens has white-clouded area. Adhesives around light guide lens has white-clouded area. Connecting tube has a scratch. Foreign matter related information found that the product was cleaned , disinfected, and sterilized before sent it to olympus. It is unknown what was the foreign material adhered to the endoscope. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The air/water nozzle was not flushed with air and water. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was not flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had physical defects of the insertion tube (angulation malformation). Inspection and testing of the returned device found nozzle clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.